Event description:
It was reported that the valve was removed from the pt because it was difficult to flush and had resistance.

Manufacturer narrative:
(B) (4). The device has not been returned to the MFR.